Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received reports that patient underwent a surgical procedure on 22dec2021 in which their ipg was explanted and replaced.

Manufacturer narrative:
Correction: section e: physician information is updated.

Manufacturer narrative:
Correction: first notification date has been changed to (B)(6) 2021 from (B)(6)2021.

Manufacturer narrative:
Event date is estimated.

Event description:
It was reported the patient¿s ipg had an increased recharge burden. Surgical intervention may be undertaken to address the issue.